Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise that resulted in delivery of inappropriate shocks. The noise was initially suspected to be external in nature. However, a subsequent episode occurred at a time when the patient was having a seizure and the noise appeared similar. Additionally, review of a stored episode with appropriate therapy delivery noted three shocks were required to convert the patient's rhythm. Technical services (ts) discussed potential programming options to consider. No adverse patient effects were reported. This device remains in service.